Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 75 mg/dl. Reportedly, the pump's personal profile settings needed to be adjusted. The customer required assistance addressing bg level with juice. Recommendation was made to discuss diabetes management with a health care provider.